Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
In 2005, the pt contacted lifescan alleging that the one touch ultra meter was reading inaccurately high. The medical affairs specialist attempted to contact the pt by phone. There was no answer and no answering machine to leave a message. A letter was sent to the pt. One day earlier at 8:16 pm, the pt obtained a result of 243 and 333 mg/dl on the reported meter while woozy, very tired, nauseated, and having chest pressure; the results were obtained within about 15 mins of each other. Emergency services was contacted. The "fire rescuers" obtained a result of 190 on their meter 11 to 20 mins later. The pt received no treatment. No info was provided regarding the pt's testing and diabetes treatment regimen prior to the incident. A control solution test was not performed, as the control solution was expired. The meter, test strips, and control solution were replaced.